Manufacturer narrative:
Manufacturing site: (B)(4). The astato xs 40 guide wire was returned for evaluation. Loosening of the coil was not confirmed. A yellowish-white object, most likely plaque, was tangled at approximately 3mm from the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the coil pitch had temporarily widened and caught plaque or arterial tissue. The applied torsion on the guide wire would accumulate and loosen the coil likely when the wire tip was being trapped and restricted its movement. It was concluded that this event was not attributed to product quality; however, this guide wire might have contributed damaging the artery. No CAPA will be taken. Instructions for use (IFU) states: [malfunction and adverse effects] damage to a vessel.

Event description:
It was reported that a foreign material was found attached or the coil of an asahi astato xs 40 guide wire loosened during a percutaneous peripheral intervention (ppi) to treat a moderately tortuous, heavily calcified, chronic total occlusion (cto) in the right superficial femoral artery (sfa). The guide wire failed to cross the lesion and removed from the anatomy when the foreign material looked like unraveled coil was observed at the tip. A new guide wire was simply replaced to resume the ppi. Poba was performed and recanalization was successfully completed. There were no adverse patient effects associated with this event and the patient was fine without problem.